Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI and exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., b.5., d.6b., h.6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI and exchange of textured devices due to product concern. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI and exchange of textured devices due to product concern. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.